Event description:
It was reported that right femoral artery was accessed for sheathless insertion, but it was impossible to push guidewire across lower aorta (possibly due to graft in place). They then accessed left femoral artery, but again it was impossible to push guidewire. A .035" guide was used to access right femoral artery & go beyond obstruction. A guiding catheter was used to exchange initial wire with .025" wire. Iab was loaded onto guidewire and placed, but ap waveform was wavy & unstable. Iab stuck in middle of descending aorta. Iab could not be pushed forward and could not be positioned properly. Iab removed and second iab placed through left femoral artery. There were no associated pt complications.

Manufacturer narrative:
See 1219856-2006-00252 for next incident involving same pt. Follow up report will be filed when evaluation complete.